Event description:
The pt's mother reported the infusion device shut down without alert/error message and w2 (battery low) and e2 (battery depleted) were not properly displayed. The pt's blood glucose elevated to over 300 mg/dl on (B)(6) 2011 and he bolused through the infusion device without success. He felt very sick, nauseous, and he vomited. In the afternoon, his mother drove him to the hospital and he was treated with an IV in the intensive care unit until (B)(6) 2011 and released on (B)(6) 2011 from the regular care unit. His normal blood glucose range is 100-160 mg/dl. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.